Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable homechoice cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was determined that the cause of the reported alarm was due to a loose connection between the disposable cassette and transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a system error 2240 alarm (air in line/set) on the homechoice during a dwell cycle of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient had experienced a loose connection between the patient line of a homechoice cassette and the transfer set resulting in the alarm. The technical services representative assisted the patient with clearing the alarm and the patient was to complete therapy using manual supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.